Manufacturer narrative:
During evaluation of device to determine reported issues of loss of seat positioning, it was discovered the telescoping bars which support the back frame had cracked allowing the back frame to open. This known failure mode was analyzed at the parent company in sweden and all parts met design specifications. It was, however noted, that this component had failed because it had seen unusual stress which allowed it to fatigue and break over time. It was decided in 4/2015 that the part could be changed to a different material that would be able to withstand more severe use and be less susceptible to fatigue. A new design of this part has been implemented into production as of 6/2015. The re-designed part has been issued to the service provider to address this reported failure. A corrective and preventative action (CAPA (B)(4)) has been implemented to investigate, correct, and monitor effectiveness. The DHR for this device was reviewed and chair met specifications prior to distribution.

Event description:
Received report from service provider of the end-user having reported the back angle of the seating had increased keeping them from reaching the joystick. During a repair evaluation it was noted that both left and right back canes had cracked causing the back angle to increase. No injuries were reported to have occurred as a result.